Event description:
On (B)(6) 2011, a customer reported he received an intermittent error-3 display message on his freestyle freedom lite blood glucose meter after applying a sample to the test strip. According to the customer's report he had difficulties with his meter for two weeks and on (B)(6) 2011 at 11:30 am, he reportedly experienced symptoms of blurred vision, dizziness, fatigue and seizure. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported he drank (B)(6) and ate honey to improve his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed on the returned meter serial number (B)(4) with retained test strips lot number 1017514. The complaint did not confirm. The meter performed according to device specifications. No errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.